Event description:
A user facility reported that during intraocular lens (iol) implant surgery, the lens "popped out of the cartridge". It was reported that the lens is in the eye. The iol was subsequently removed as the facility has returned the iol to the manufacturer. (It is unk at this time if lens were removed during the same procedure or if it was explanted during a secondary procedure). Pt impact is unk. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The posterior optic surface was scratched in several areas. This could indicate that there was not enough solution in the cartridge. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/14/2010 and 11/12/2010 by mail. A completed questionnaire has not been rec'd. (B)(4).